Event description:
Additional information was received that the patient underwent a generator and lead replacement surgery on (B)(6) 2015 due to prophylactic generator replacement and high impedance. It was also stated that a break in the lead insulation was visualized during surgery. The explanted generator and lead have been received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
It was reported that the vns patient's device showed high impedance. Clinic notes were received indicating that the patient¿s device showed high impedance (impedance value ¿ 5980 ohms) during an office visit on (B)(6) 2015. The device was subsequently disabled. The device was last tested during an office visit on (B)(6) 2014 and diagnostic results showed lead impedance within normal limits (impedance value ¿ 1781 ohms). The patient was referred for surgery but no known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the explanted generator and lead was completed. Analysis of the generator showed no performance or any other type of adverse conditions found with the pulse generator. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The internal data downloaded form the generator showed an indication of increased impedance, from a value of 4007 ohms to 5543 ohms, and the time of this change detection was (B)(6) 2015. Analysis of the explanted lead confirmed discontinuities of both the positive and negative quadfilar coils in the body region of the returned lead portions as well as fluid leaks through the inner and out silicon tubing as well as pitting on the lead coil.